Manufacturer narrative:
The biomedical engineer (bme) reported that they had an alarm in the background that was not turning off on the central nurse's station (cns). They restarted it, and the alarm was gone; but it would not load the cns application. They have real time interface error. The cns takes care of 20 rooms. By the time nihon kohden technical support (tech support) called, the customer had rebooted the unit for the second time and had the cns application up and running. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they had an alarm in the background that was not turning off on the central nurse's station (cns). They restarted it, and the alarm was gone; but it would not load the cns application. They have real time interface error. The cns takes care of 20 rooms. By the time nihon kohden technical support (tech support) called, the customer had rebooted the unit for the second time and had the cns application up and running. No patient harm was reported.